Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they experienced a bravo short study. Customer stated they got 20 hours of a 96 hours study. They no longer trust the recorder. Study would be sent in for review. A repeat bravo procedure will be performed. Follow-up has been sent to the customer.